Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a seriousinjury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I feel like I'm constantly sucking saliva out of the trays while they are on my teeth. I'm also very aware of the edges. I tried to take a picture, but I was unable to get it clear enough. The clinical team provided the patient with tips on how to file their aligners and requested that they answer the compliance questions. There was no further response from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.